Manufacturer narrative:
The technician replaced the mattress ticking and foam to resolve the issue.

Event description:
Technician alleged that the mattress ticking was torn and fluid had leaked through it onto the foam. No patient impact.